Event description:
The reporter called and alleged discrepant results when compared to the lab on two patients. The reported device results were 2.4 and 1.9 inr. The corresponding lab results reported were 3.6 and 1.48 inr. Coumadin was changed based upon the lab. No patient information was provided. The device was replaced and requested to be returned for evaluation.